Event description:
A male pt received coolsculpting treatment on (B)(6) 2012 with the coolcare applicator (6.3) twice on his lower abdomen. At four months post-treatment, the treating office noticed an enlargement in the treatment area and described the area as firm. On (B)(6) 2013, the patient returned and the enlargement and firmness were still present. On (B)(6) 2013, zeltiq was informed that the patient is considering liposuction to treat the condition, making this a reportable event. A follow-up report will be made to the agency if and when new info is received about this case.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather add'l info. Per the physician's office the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs for the treatment date and confirmed that no system malfunction occurred during treatment.